Event description:
It was reported that the patient underwent a gynecological surgical procedure on an unknown date and a mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/28/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with cystoscopy, due to sui, cystocele, and urinary retention. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2013, due to extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.